Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 400 (mg/dl). A correction bolus was administered to address bg levels. Cartridge uses humalog and has not been changed for 8 days. Recommendation was made to consult with health care provider to discuss diabetes management.